Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.